Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg is unable to communicate with programmers. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates troubleshooting was able to resolve connection issue with programmers therefore this is no longer a reportable event.

Manufacturer narrative:
Additional information indicates troubleshooting was able to resolve connection issue with programmers therefore this is no longer a reportable event.